Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving new information from clinical study. Depuy will notify the FDA when the investigation is complete. (B)(4).

Manufacturer narrative:
The complaint states failed elite plus stem and duraloc liner 10 years after implantation. This is a patient related event. Further information from the rep: the enduron liner failed due to wear. This wear caused massive osteolysis and a big hole in proximal femur which in turn caused increased load on the stem and the stem fractured. A review of manufacturing records and complaints databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devise associated with this report was not returned. A 5 year search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to poly wear, which caused massive osteolysis and a big hole in proximal femur which in turn caused increased load on the stem and the stem fractured.